Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/06/2017 with the following findings: the battery compartment was cracked form the case seal to the grip pad. The force sensor calibration was out of specification. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the force sensor calibration was out of specification. This report is made based on results of investigation completed on 02/06/2017.